Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was on and the stimulation was going to 1.25 without making an adjustment which was causing the patient to be uncomfortable/feel uncomfortable stimulation. The patient said the stimulation was changing without the patient "doing anything" and the programmer wasn't over the ins when the stimulation goes to 1.25. The patient synced with the programmer which showed that the stimulation was on and confirmed that the adaptive stimulation (as) was enabled; the patient said she sees that it was on group a and asked to change the lying position however the patient was unable to locate the lying position during the call. The patient stated she was only seeing group a when walking through checking the other groups/positions. The patient reported that she usually see's the laying position and then noted that she stopped feeling stimulation. The patient increased to .95 and felt stimulation again but said when she takes the programmer away from her body the stimulation goes back to 1.25. It was reviewed that in order to change a position that patient would need to make the change and stay in the position for approximately 3 minutes. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the issue was unknown but there were no device issues. She met with a rep on (B)(6) 2018, who changed some settings, which resolved the issue. There are no more device or therapy concerns. Her weight at the time of the event was (B)(6) lbs. But she has lost weight since then. No further complications were reported/anticipated.